Event description:
On (B)(6) 2010 a spectra penile prosthesis was implanted. On (B)(6) 2011 the explanted device was received by ams, procedure event details not indicated. No pt complications reported. Ams requested additional info.

Manufacturer narrative:
Cylinders were returned and analyzed. Both cylinders performed within specification. Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.